Event description:
The customer reported that the unit fails to power up. There was no report of pt involvement.

Manufacturer narrative:
The customer has not yet rec'd the device for eval and this complaint is still under investigation.